Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The insulin pump was cracked and having a lot of errors. When the customer changes the battery he loses everything. The batteries would go dead after 2 days. The drive support cap was also loose. When the customer squeezes the insulin pump the insulin would exit the end of the set. The whole end of the insulin pump was loose and being held on by rubber bands. The customer had been experiencing high blood glucose. The blood glucose level at the time of the incident was unknown. The customer's current blood glucose level was 205 mg/dl. Additionally, the customer received an unexpected restart alarm. The alarm occurred shortly after inserting a new battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarms, battery out limit alarm, low battery alarm due to blank display. The insulin pump had detached end cap, severely scratched display window and broken off reservoir tube lip. Drive support was inspected and no anomaly was noted.